Event description:
It was reported that a malfunction occurred on the pump due to a momentary power loss to the vibrator motor, indicated by malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, resolving the issue without recurrence, and the customer was instructed to monitor the pump and contact support if the malfunction recurred.